Event description:
It was reported that during an explant procedure in 2025 (related manufacturer reference number: 1627487-2025-00926) a fragment of the lead was left implanted. As such, surgical intervention may take place at a later date to remove the fragment of the lead.

Manufacturer narrative:
Date of event is estimated.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined. Corrected data: d4 and h4.